Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in austria, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 ultra resilia valve via the right transfemoral approach, a bent strut was observed on the valve during advancement of the delivery system through the esheath. In response, the clinical team elected to withdraw all devices as a single unit. A second valve was then prepared and successfully implanted. The patient remained stable throughout the procedure and did not experience any injury. A review of imagery found that the sheath liner was punctured.

Manufacturer narrative:
Correction to d9 and h3. Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation, and visual inspection revealed a split at the distal tip and a kink in the strain relief. Dimensional testing confirmed that the outer diameter was within specification. However, due to the condition of the returned device specifically, a bent valve frame strut functional testing could not be performed. Provided imagery showed one frame strut bent outward at the inflow side. Additionally, calcification and vessel tortuosity were noted in the right access vessel. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The report of a split in the distal tip was confirmed by evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, "during the advancement of the delivery system with the valve through the esheath it was faced some resistance when transitioning from the unexpandable part to expandable part. After this resistance, it was noted that one strut of the valve was bent. It was decided to withdraw all the devices as a single unit. As per the preliminary evaluation of the returned device, the esheath shaft or liner was not punctured but has a distal tip split". Per review of the provided 3mensio report, the right access vessel presented calcification and tortuosity. Calcification and tortuosity can subject the sheath to suboptimal angles during insertion, advancement, and/or withdrawal that can lead to non-coaxial alignment and increase interactions between the devices and access vessel, potentially leading to the reported tip split. In addition, sharp nodules of calcification can damage the sheath tip or shaft through direct contact. In this case, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction h11: the preliminary examination the returned device found that the distal tip was split. It was previously reported in error that the liner had a puncture. The investigation is ongoing.